Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopy/asad&rcr procedure, the passport button cannula was hit with another instrument and a piece of the cannula broke off. The fragment that broke off was not able to be found. The patient¿s shoulder was re-examined and still, the missing fragment could not be located.

Manufacturer narrative:
Complaint confirmed. The evaluation confirmed that a section of distal flange was torn from the passport cannula. The observed condition is most likely caused by improper technique such as incorrect instruments used to insert the passport cannula, incorrect portal incision size, excessive force applied during insertion and/or by use of a sharp instrument.